Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found defective solenoid driver pcb. The fse replaced the solenoid driver pcb and performed function tests. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. Cycled the pump overnight on trainer and test balloon with no other errors .

Event description:
The customer reported that prior to use on a patient intra-aortic balloon pump (iabp) shutdown occurred. No patient involvement or adverse event was reported.